Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. Reported event is confirmed. Method & results: product evaluation and results: collar, loose screws, pivot mechanism - loose screws. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The reported event is confirmed. No additional investigation or specific actions are required. If additional relevant information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
Mics collar broke. Case type/application: tka 2.0. Update: "the mics collar fell out".